Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The instructions for use warns that a vessel dissection is a potential adverse event that can occur and/or may require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The viperwire guide wire was used to primary wire the right coronary artery (rca) of a patient who was a turndown for bypass surgery due to a history of chest radiation. Orbital atherectomy was performed in the proximal to mid rca for three treatment passes. On the third treatment pass the diamondback coronary orbital atherectomy device (oad) stalled. Imaging was not performed at this time and the oad was removed. A balloon was inserted and imaging was performed, which revealed a type c dissection in the mid rca. Pre-planned balloon angioplasty and stent placement were performed to resolve the dissection. An intravascular ultrasound was performed and confirmed that the stent placement and condition of the vessel were good. An echocardiogram was performed, and everything was normal. The patient tolerated the procedure well and was sent to recovery in good condition. Per the opinion of the physician, the patient's history of chest radiation contributed to the vessel being frail.